Manufacturer narrative:
Additional information: b5, d4, and h6. Corrected data: d1 and g1.

Event description:
Allergan aesthetics received additional information that patient was treated on (B)(6) 2021.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the upper abdomen using the cooladvantage plus applicator and has developed paradoxical hyperplasia.